Manufacturer narrative:
Month and year of event have been provided, day is unknown. UDI number and g5: 510k is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, the tube was found disconnected from the connector. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received in used condition with the original packaging opened. A visual inspection detected that the connector (luer) was detached from the gas sampling line tube. The presence of solvent was also detected at the tip of the gas sampling line tube. Complaint was confirmed. The connection point was correctly manufactured, and the most likely root cause was due to improper use of the product. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.